Event description:
This is a solicited case by a baxter employed nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis coincident with dianeal pd4 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd4 1.36% and 3.86% once a day (dose and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred. The patient reported bacterial peritonitis, manifested by abdominal pain and cloudy peritoneal fluid, since (B)(6) 2011. The occurrence date was "not specified" (as reported). From (B)(6) 2011, the patient was treated with ceftazidine injection 1 gram ip once a day. From (B)(6) 2011, the patient was treated with vancomycin injection 1 gram intravenous (IV) once/3 days. The outcome for the event of break in aseptic technique was not reported. The event of bacterial peritonitis was ongoing and improved. Action taken with dianeal was not reported. The nurse did not provide an opinion of causality for the events of break in aseptic technique and bacterial peritonitis with culture positive for staph aureus. The root cause of the bacterial peritonitis was due to a break in aseptic technique.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.